Event description:
Quantity: 1. Batch no: 4205057. Field type: failure to function. Reason for complaint: a customer has come into the pharmacy and wanted to complain about the product due to malfunction. The needles stay together with the cap and do not come out with the pen according to the customer. The customer has tried 4 needles but the end result is the same. Customer has had the product for a couple of weeks and is used to using needles since before. (B)(4) 02april2025 update/additional information from region. Material # 320212, lot # 4205057.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.